Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. The device was received for evaluation. Visual inspection revealed no anomalies on the device. The stop tube was removed from the shaft and the implants and the suture retention tube were in the proper locations. The gun was fired, and the implants came out as expected. This complaint cannot be confirmed. It is unknown based on the information provided and the physical inspection to determine the root cause of this failure. Furthermore, no lot number was supplied which precludes conducting a manufacturing record evaluation review. Therefore, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4), incomplete. The lot number is unknown.

Event description:
It was reported by the sales rep via cst tool that the truespan 12 degree peek did not fire. The procedure was completed with no surgical delay or patient consequences. There was no fragments generated. After speak with the sales rep via phone for clarification on the event, she stated that the procedure was a meniscal repair that occurred on (B)(6) 2019. The sales rep stated that the first implant would not fire from the device and that the procedure was completed with another like device. The sales rep was not present for the case therefore could not provide any further details or the lot number for the device. The device will be returning for evaluation.